Event description:
An eye care professional reported that a pt developed an infection with abcess, right eye, three days after receiving a new supply of air optix aqua contact lenses and using an unspecified brand of multi-purpose lens care solution. Pt could not see for 1.5 weeks, pupil turned white. Treatment consisted of maxidex and bigamox drops for 1 month, oral antibiotics and pain medication. Follow up info received (B)(6) 2010 indicates pt presented with severe pain and no discharge of 1 day duration after 2nd day wear of new lens on a daily wear basis. No ulcer originally, only dense stromal abscess. Hypopyon with intense (fibrinous) flare noted. No culture performed. Corneal ulcer, 5mm central cornea, noted. Vigamox hourly, cyclomydril tds. After day 3, started illegible medication. No pre-existing scarring. Pre-event acuity unk, last reported visual acuity finger count. Follow up info received (B)(6) 2010 indicates eye has improved, white area decreasing. Pt is scheduled for follow up (B)(6) 2010. Request has been made for additional info, however, no further details are available at this time.

Manufacturer narrative:
This case is considered as an infectious corneal ulcer. An eval of the returned product is underway by manufacturing. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. (B)(4).